Event description:
It was reported that the customer experienced an ongoing blood glucose (bg) level of 51 mg/dl, cause was unknown. Customer consumed glucose tablets to address bg level. Ultimately, the customer reverted to an alternate method of insulin therapy.